Event description:
It was reported that during an initial implant procedure the physician had difficulty inserting the right atrial (ra) lead into the header of the pacemaker and had to try a couple times. After the the initial call the physician implanted the device and was able to connect the ra lead to the header successfully. No adverse patient effects were reported.

Event description:
It was reported that during an initial implant procedure the physician had difficulty inserting the right atrial (ra) lead into the header of the pacemaker and had to try a couple times. After the initial call the physician implanted the device and was able to connect the ra lead to the header successfully. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.